Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device yielded no image. This is attributed to the charge couple device unit being faulty. In addition there is a kink in the cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
Additional information received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, and h10. Only information received by the initial reporter was that the event was at reprocessing when there was no image. There was no harm to anyone and any procedure information is unknown.